Event description:
Caller reported aviva system blood glucose results, all mg/dl: 12:16am 176 12:13am hi, which on the system indicates a result in excess of 600 mg/dl 12:09 am, 398 12:06 am, 513 12:01 am, 493 11:59 pm, 335 11:58 pm, 457 no adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.